Event description:
Per "ccr's" notes in potential medical tab: "customer went to lab because customer thought customer's meter was giving inaccurate results. Casepoint also decided this was a potential medical case by the answers provided." Per "ccr's" notes in reported issue tab: "customer believes customer's profile was inaccurate low. Customer went to the lab for this reason and customer's readings were way off compared to the lab." Per casepoint questions: customer was concered about low readings. Customer went to doctor for a lab test which confirmed reading was lower. Doctor increased customer's prescription for glucovance by doubling customer's dose.